Event description:
It was reported that, during service evaluation, it was noticed that the renasys go was not able to generate and control negative pressure due to a defective vacuum motor. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Reviewing the information received the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported under the report number 8043484-2021-01267, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.